Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device went into backup vvi during the firmware upgrade. Device download was performed successfully and normal device function was restored. The patient was asymptomatic.